Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had error code 242.4030 due to the motor control board. The tech support suggested checking the motor pinion for damage and should also check the air in line pcb, which is located on the back of the air in line sensor. The customer was given the part number: 49000958 for the board assembly, motor controller. This suggests the motor control board is potentially faulty and needs replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 242.4030. There was no patient involvement.